Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump wasn't working correctly. Customer stated the device administered too much insulin and she had to go to the emergency room. Her blood glucose lowered to 23 mg/dl. She had changed her reservoir 30 minutes prior to the low occurring. Customer also mentioned she previously had low in the 40 mg/dl range due to fasting but never lower. She has been off the insulin pump for the past 12 hours due to the low incident. Troubleshooting was performed and it was noted the time was behind an hour, was set to the correct time. She stated that basal rates were changed by her nurse to administer a higher quantity. She says she tends to bolus for her dinner. She believed it might be possible she was connected to the device while filling the tubing. She has been cutting back on her food intake. She will call back if she needs a replacement, will stay on back up plan. The device is not returning for analysis.